Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided.

Event description:
Per (B)(6) study: "other obstructions n=1". (P. 878, table iii). Reference: effectiveness of synthetic polymer-coated peripherally inserted central catheter in patients with advanced cancer yuta takezawa, kouji izumi, taiki kamijima, kazuaki machioka, takashi shima, hiroaki iwamoto, takahiro nohara, kazuyoshi shigehara, yoshifumi kadono, chikashi seto, and atsushi mizokami.